Event description:
On (B)(6) 2024, customer emailed saalt customer support stating they had difficulty removing their disc. Saalt requested additional information about their situation on (B)(6) 2024. Customer responded on (B)(6) 2024 stating they sought medical care to get their disc removed and were prescribed medication to prevent infection. Saalt asked for customer contact information, photos, and customer's care routine. Customer responded on (B)(6) 2024 but did not provide photos. Customer stated they could touch the disc but could not remove it. Saalt issued a refund per the customer's request. Customer told us they had to go to the doctor on (B)(6) and we responded with the follow-up questions to determine if it's a medical removal ki or an MDR and they didn't respond until on (B)(6) saying they were prescribed antibiotics. Instructions for use (IFU) states to remove the disc: "consider removing your disc in the shower or while sitting on a toilet. Insert your finger behind your pubic bone to feel for the rim of the disc. Hook your finger behind the removal notch, gently pulling down on the grip lines to untuck the saalt disc." It also states that "if you can't reach your disc when inserted, don't sweat it! The disc won't get lost inside the vagina. Your disc can move higher if you have a high cervix. Walk around, wait 30 minutes, and try again, or switch to a different position. If you are sitting on the toilet, try squatting low in the shower or vice versa. You can use your pelvic muscles to move your disc lower; this will feel similar to having an easy bowel movement. Do not strain and keep breathing deeply while doing this. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.